Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the pads fell off due to the following mechanism: 1. The tissue pad was severely worn out and part of it peeled off because the ultrasound was output with the gripper closed without gripping the tissue (including after the tissue was cut). 2. Some force was applied to the peeled tissue pad causing it to fall off. However, the root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting or vessel sealing is performed in max & var mode, apply light tension on the tissue so that users can confirm that it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.

Event description:
The settings of (usg-400) < 3 intelligent tissue monitoring (itm) and was on. Surgery time was 2 hours and the time of occurrence was 30 minutes to 2 hours. There was a delay in the procedure. The operation the doctor was performing when the problem occurred was seal. The device was inspected prior to use along with the connections to the generator. The transducer cords and other medical device cords (e.g. Electrocardiographs) are not tied together.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the tissue pad was severely worn out and some parts were peeling and the tissue pad was falling off. The item was confirmed as not compatible. The event of tissue pad falling off has been confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus employee reported on behalf of the customer that the tissue pad on the sonicbeat 5 mm, 35 cm, burned outside and then fell inside the patient¿s body during a therapeutic laparoscopic cholecystectomy procedure. As such an x-ray examination was conducted to confirm the presence of the fallen device. It was confirmed that no device was inside the patient¿s body. The tissue pad that fell off was found inside the trocar that was being used. The procedure was completed by exchanging to a similar device with the same model number at the facility. Reportedly, it was noted that tissue pad did not naturally pass confirming it was not inside the patient. No health hazards to the patient were reported post-surgery. No other abnormality was noted.